Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose and sensor glucose readings are off. At one point the blood glucose reading was over 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Evaluated two opened/used enlite sensors and performed bicarbonate buffer test. One of two sensors failed for high readings, the remaining sensor passed per specifications with accurate readings. Also found two bent cannulas, unable to confirm if customer received sensor in said condition due to customer returning them opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.